Event description:
The pt experienced inflammation, a warm sensation, and redness along the lead to the implantable neurostimulator pocket. The belt site also became inflamed. The symptoms were attributed to an allergic reaction. There was no infection. The device was programmed at maximum settings: the amplitude was 10.5 volts. The hcp revised the device pocket and noticed a high amount of fibrotic tissue growth. The device sys was explanted. The pt status was reported as 'recovered without sequela'.

Manufacturer narrative:
On 08/13/2008, the neurostimulation sys was returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.